Event description:
It was reported that the customer received motor errors when rewinding and priming the insulin pump. This occurrence would cause him to rewind again or to reset. It was also stated that the low battery alerts were not working, the customer was receiving unexplained no delivery alarms and there were cracks on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).